Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A venaseal closure system was used for treatment of a patients small saphenous vein (ssv). The procedure was completed as per IFU, no unusual methods or deviations from normal. No abnormalities such as egit or thrombus were observed on either side immediately after surgery or during the echo examination. A follow-up examination was conducted one month later on. A further 2 weeks later an echo examination was performed and egit was not observed on either side, but mural thrombus was observed in the left deep vein. The thrombus was not extended from the sfj. Patient had difficulty breathing 1 week post-op and a thrombectomy was performed. Physician stated the pulmonary thromboembolism was not caused by the surgery on. A blood test was not performed, so the patient's presence or absence of thrombotic predisposition is unknown. The patient's movement was not restricted before and after the surgery and there were no elastic stockings. There were no symptoms of hypersensitivity.

Manufacturer narrative:
Additional information: a follow-up examination was planned for one month post procedure. The patient contacted the hospital to inform they had been hospitalized due to pulmonary thromboembolism and they patient could not visit the facility. The patient had experienced difficulty breathing 1 week after the procedure, so the patient visited a hospital and thrombectomy was performed. There was no particular hand-off from the physician from the facility; the patient received an explanation from the physician that the current pulmonary thromboembolism was not caused by the venaseal surgery. The patient then visited the hospital where venaseal treatment took place and similar to the echo examination performed the day after the surgery, egit was not observed on either side, but mural thrombus was observed in the left deep vein. There were no particular situations that were different from usual in the surgical procedure. The physician assessed that this event is not related to glue. H6: e050303 added e0514 correction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.